Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula and mentioned that they experienced high blood glucose of 537mg/dl without no delivery alarm from the insulin pump. The customer was assisted with troubleshooting. The customer's blood glucose level was 80 mg/dl at the time of the call. The customer declined to troubleshoot for high blood glucose readings. The customer was assisted with high pressure test and the insulin pump passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.